Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies and the occlusion was cleared. The customer could not recall if the blood glucose level was impacted. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.